Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the clamp would not fully lock into place. The set screw on the cam handle became loose and the cam had backed off. The complaint was confirmed. The root cause was determined to be a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a loosening of the set screw after repeated use over time and after repeated autoclave cycles. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure, the traction accessory was not locking in rotation. Procedure was successfully completed with the same device. No significant delay and no patient injuries were reported.